Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/24/2017 with the following findings: a review of the pump black box data showed unexplained pump reboot on (B)(6) 2017 at 19:10. During a visual inspection of the pump, it was observed that the battery compartment was cracked. The returned battery cap was able to secure to the pump and the o-ring was seated and was not visible. The pump was exercised for 24 hours and no power interruptions were duplicated during this time therefore the initial ¿power¿ complaint was not duplicated during investigation. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had intermittent power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.